Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The reload was connected to the adapter. The surgeon tired to fire the device, but could not. The staples came out of the reload. The surgeon said he did not fire the device partially. No staples were able to be fired into the tissue and the knife blade did not advance to cut the tissue. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.